Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation and the reported malfunction was not duplicated. The ECG board was replaced as a precaution. The device was recertified and returned to the customer. Previous review of the device activity logs did observe the reported malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the device was not returned to zoll along with accessories for investigation. Several attempts have been made to the customer in order to retrieve the device. This report will be closed as observed in data received, no device returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that after one successful shock while attempting to treat a (B)(6) year old male patient, two subsequent shocks were attempted and the device displayed a "defib charge error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.